Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure by using a rotarex device. It was reported that during preparation of the surgical preparation, after opening the outer packaging of the 80219 catheters, we proceeded to open the catheter box and discovered that the originally matched 6f catheter (80208) was actually an 8f catheter (80207). This discrepancy rendered it incompatible with the intended surgical procedure, necessitating a formal complaint for resolution. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2026, a patient underwent thrombectomy and atherectomy procedure by using a rotarex device. It was reported that during preparation of the surgical preparation, after opening the outer packaging of the 80219 catheters, we proceeded to open the catheter box and discovered that the originally matched 6f catheter (80208) was actually an 8f catheter (80207). This discrepancy rendered it incompatible with the intended surgical procedure, necessitating a formal complaint for resolution. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation, and a physical investigation was performed on the catheter. Pictures were provided by the customer, and additional images were taken during the internal investigation. An internal investigation was conducted, including a review of the erp system, product traceability, and sales and manufacturing data. The analysis showed that the manufacturing date of the catheter does not align with the reported sales date of the 8f product carton. On 2025-07-18 the last set (including the 8f catheter lot 250964) was shipped. However, the set lot 251856 was assembled on 2025-08-08. Based on these findings, the reported configuration is not possible, as the catheter in question was manufactured 3 weeks after the product carton had already been distributed. Therefore, the claimed mismatch between catheter size and packaging could not be confirmed. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.